Event description:
It was reported that during a thyroid procedure, the white tissue pad was loose and moved to the inner crotch of the device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.